Event description:
It was reported that the patient had lost stimulation coverage due to lead migration. The patient underwent a lead explant procedure. The explanted leads were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5093388 / 7071728.